Event description:
It was reported that a hp jornada handheld computer would not power on. It had been a year since the last the last time the handheld had been used. Product is expected to be returned to the MFR.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.